Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery message. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general pt ward. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery message was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed the device has not been previously sent in for the reported condition. However, during previous services, the batteries and battery harness have been replaced.